Event description:
Revision surgery - the patient's knee was unstable due to wear. The surgeon removed the poly insert 11mm for a size 8 3d femur and 26mm patella.

Manufacturer narrative:
The reason for this revision surgery was due to knee instability after 7 years of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the knee instability was reported as wear. There are no indications of a product or process issue affecting implant safety or effectiveness.